Event description:
1/22/2019: updated event description: it was reported on an unknown date, the locking compression plate (lcp) was folded after several days it was placed. It was also noticed that a cortex screw and the tip of an unknown drill bit was broken. The plate was implanted last september 26, 2018 due to an unknown cause. Patient underwent removal of the plate on october 30, 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were also unknown. Concomitant devices reported: locking screw stardrive (part 212.209, lot l803326, quantity 1), cortex screw (part 214.030, lot 7939470, quantity 1), cortex screw (part 214.040, lot 8919247, quantity 1), cortex screw (part 214.044, lot 9495167, quantity 1), locking screw stardrive (part 212.216, lot 9411379, quantity 1), locking screw stardrive (part 212.216, lot l354474, quantity 1), locking screw stardrive (part 212.215, lot l616199, quantity 1), locking screw self-tapping (part 212.217, lot 1741050, quantity 1) . This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: visual inspection performed at customer quality observed screw breakage proximal to head. Furthermore, the thread portions around the breakage was noted distorted. No further issues were noted. The complaint condition is confirmed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The relevant drawings were reviewed and showed no issues that would contribute to this complaint condition. Dimensional inspection on relevant broken regions were not able to be performed due to post manufacture damage. However, the nominal diameter of the screw thread proximal to breakage measured within specifications. Risk document review performed showed the document completely address the given complaint condition. A definitive root cause for the device breakage could not be determined from the provided information. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation that would contribute to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; reportedly the event occurred in 2018. Additional product codes: ktt. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported on an unknown date, the locking compression plate (lcp) was folded after several days it was placed. The plate was implanted last (B)(6) 2018 due to an unknown cause. Patient underwent removal of the plate on (B)(6) 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were also unknown. While the returned devices were being investigated, it was noted that a cortex screw and the tip of an unknown drill bit were broken. Concomitant devices: locking screw stardrive (part 212.209, lot l803326, quantity 1), cortex screw (part 214.030, lot 7939470, quantity 1), cortex screw (part 214.040, lot 8919247, quantity 1), cortex screw (part 214.044, lot 8919247, quantity 1), locking screw stardrive (part 212.216, lot 9411379, quantity 1), locking screw stardrive (part 212.216, lot l354474, quantity 1), locking screw stardrive (part 212.215, lot l616199, quantity 1). This report is for a cortex screw. This is report 2 of 3 for (B)(4).